Event description:
Technician alleged that the brakes on the stretcher were engaging but not holding. No pt impact.

Manufacturer narrative:
The technician found the screw missing in the hex rod. The technician installed a new screw to resolve the issue.